Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-12-18. It was reported the patient hands have been numb for a while, and that patient turned stimulator back on to see if that would help. The patient mentioned ever since, he has been having ¿seizures here it¿s been frequent¿ and that his hands have been numb. The patient asked if the stimulation can cause his hands to be numb (pss asked, patient said he does not know if the stimulation is making his hands numb) or if it is another spinal injury. The last time he had seizures around easter back in 2018 he hurt his neck really bad. The caller also mentioned that patient¿ has ac separation in his left shoulder so he was seeing if the stimulation could with that pain as well. It was also reported that patient has had seizures in the past, and after turning stimulation back on, his stimulation has been on the right side of the body when it is supposed to be on the left. The patient also mentioned he has a hard time speaking and hates when he stutters. It was mentioned that because of the seizures in 2018 the patient was hospitalized. It was also reported patient just turned stimulation back on and for the past few days he has had "sharp shooting pain" up his neck and into his head "kinda by his ear". The patient was redirected to his healthcare provider (hcp). Physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient claimed that he has had seizures and a change in stimulation over the past three months. The patient said that the stimulation he is feeling is on the wrong side of his body. No further complications were reported. No additional patient symptoms were reported.